Manufacturer narrative:
Unit received operable. Reported symptom could not be reproduced. However, customer did return the 3" segment of IV set they discovered lodged in the pumping channel between the pressure plate and pumping fingers. A piece of tubing or other foreign material in the pumping channel can lead to an uncontrolled delivery rate.